Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. It was also reported that the device was at elective replacement indicator and did not meet expectations for longevity due to high rv output. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.